Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately eight days post implant of the implantable pulse generator (ipg) system, the patient experienced mild swelling in the left forearm region and ultrasound imaging showed deep vein thrombosis. The patient was started on anticoagulant medication and showed improvement in subsequent follow up visits. The patient is a participant in the post approval clinical surveillance product surveillance registry. The ipg system remains in use. No further patient complications have been reported as a result of this event.